Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 708340, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3986a lot# n303867, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect and had the complete system removed on 2013 (b)64). The reporter stated, the device was removed because it was no longer functioning like it had before. It was noted the device worked for about a year. The reporter stated that the implant was not bothering them, but it needed to be removed so they could have an MRI on their leg. Additional information was requested, but was not available as of the date of this report.